Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was observed that the display was broken. The device was returned to the customer unrepaired. The customer was advised to replace the device.

Event description:
The customer contacted stryker to report that their device had "no screen display". In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.